Event description:
Additional information received from the representative reported the consumer complained of signs of infection. Treatment was conducted for the wound site without resolve. The system was thus explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicate the infection was observed again, and the system was removed on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va12m4e, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had signs of an infection; however, details were unknown. Diagnostics/troubleshooting was noted as consultation (medical examination) and disinfection. Interventions were noted as medication; the patient was receiving treatment for infection. The issue was noted as not resolved at the time of the report. The infection was noted as due to implanting foreign substance. The consumer¿s underlying disease was noted as bowel incontinence.

Manufacturer narrative:
Please see mfg. Report no.(B)(4) with respect to the consumer¿s second infection. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative clarified that the information previously reported on 2017-jul-06 with respect to the infection being observed again was with respect to the consumer¿s current system and not this system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.